Manufacturer narrative:
On 02/27/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 300cc saline breast prosthesis, cat. #(B)(4), serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation was confirmed during a physical exam. As a result, the patient will undergo explantation and replacement with an unspecified gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information regarding this event. The patient underwent unilateral removal and replacement with a mentor smooth round moderate plus profile 350cc memorygel implant, catalog # 3503501bc, s/n: (B)(4). (B)(4).

Manufacturer narrative:
On 04/24/2018, mentor received information about the event. It was initially reported that the date of event is 01/05/2018. New information states that the date of event is 01/16/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/23/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. No other anomalies were discovered. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).